Manufacturer narrative:
Attempts have been made to retrieve the sample for evaluation; however, it has not been received. A lot history review will be conducted.

Event description:
Event occured on an unspecified date and involved a 41 cm (16") appx 2.7ml, ext set tubing pur ambrate, spike, y-clave¿, luer check valve where the reporter stated that no fluid entered the line. They stated that it was not possible to fill the extension line with saline from the bag. After connecting the spike to the bag or bottle, no fluid flowed through¿as if the line was blocked. Even when the bag was pressed firmly, the line could not be filled with saline. Opening the filter near the spike and removing the end cap did not resolve the issue. There was a complete lack of flow. There was no report of patient harm or adverse event at the time of the report.

Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item 011-h1225 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Updated/additional information can be found in: -section a (throughout). -b3 - date of event . -b5 - describe event or problem. -b6 - relevant test/laboratory data . -b7 - other relevant history. Corrected information can be found in: -e4 - initial report sent to FDA . -h6 - component code. -h7 - if remedial action initiated null.

Event description:
Additional information was received from the customer on 24-jun-2025 via email. The reporter stated that the product issue occurred on 20-may-2025. The product was disposed according to the facility's procedure. No defect of the product was observed. There was no patient involvement and no human harm.